Event description:
User reported unit locked up in tilted position-cannot fluoro or move table.

Manufacturer narrative:
Gehc surgery field service engineer connected to system with morton tool and recalibrated tilt level positon. Previous cal had been corrupted. System now working properly.